Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) distal conductor fractured. Full lead returned and analyzed.

Event description:
The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications were reported as a result of this event.

Event description:
The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications were reported as a result of this event. Follow-up determined that there was high impedance greater than 3000 ohms and noise. The lead was explanted and replaced.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) distal conductor fractured. Full lead returned and analyzed.